Manufacturer narrative:
(B)(4). The back up vvi mode was due to a power on reset when external equipment was used during the lead implant procedure. When the device was taken out of backup mode by the field, the battery voltage was recovering from the hv charges done the previous day. The device longevity was evaluated and it was normal.

Event description:
It was reported that after implantation of a lead, the device was found in back up vvi mode and normal device function could be restored. Afterwards, eri status was noted. The patient's condition was good.